Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called in to report an emergency room visit due to high blood glucose levels and gastro paresis. The customer also reported a button error alarm. The customer's blood glucose level was 17.8 mmol/l. The customer's symptoms included vomiting and stomach pain. The customer was not wearing the insulin pump at the time of admission and had disconnected while in the shower. The cause and treatment were unknown because the customer was still in the emergency room. The product will be replaced and returned.